Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery with intraocular lens implantation in the right eye, the ophthalmic system exhibited no irrigation. When the surgeon attempted to use the system in phacoemulsification mode, it was not functioning. The issue was not resolved even after repriming four times. The surgery was completed on the same day using an alternative system, and there was no patient harm.